Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low readings.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 111 mg/dl. The current sensor glucose value is 63. The sensor glucose and blood glucose is within acceptable range. The customer was advised to try suggestions discussed and monitor sensor glucose performance. The customer was advised that we are sending replacement.